Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 08/30/2018 stating that they noticed several peak and valleys greater than 1000 down to 450 ohms in the rv long term trends. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).